Event description:
It was reported that a syncopal patient presented in emergency room. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture and low impedance. The lead was explanted and replaced successfully. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.